Event description:
A physician reported that approximately two months after the implantation of two smart stents into the left superficial femoral artery, angiography revealed a stent fracture. There was no evidence of stent separation, restenosis, thrombosis, flow limitation or aneurysm. The fracture was not treated and the pt was in good condition. The lesion treated during the index procedure was described as calcified, 80% stenosed, and 250mm in length. Two 6.0 x 150mm smart stents were implanted with overlap. The total stented segment was 250mm. Additional info will be submitted within 30 days of receipt.